Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a possible infection at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection was not present, however, sarcoma was identified at the evoke cls implant site. Due to the location of the sarcoma, the physician elected to explant the evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The evoke scs was explanted due to a sarcoma at the evoke cls implant site. The evoke scs system was confirmed to be operating as intended prior to the explant. The manufacturing records were reviewed, and the products met all requirements for release.